Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on cusp area of leaflet 2 and moderate calcification on the free margin of leaflets 1 and 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 1 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 1 at the outflow aspect. Host tissue fused the leaflets near commissures 1 and 3 at outflow aspect. Host tissue on the stent circumference was heavy at both inflow and outflow aspect. Hematoma was evident on leaflet 1 near commissure 2. Incidental findings - wireform was intact in the x-ray. Sutures were visible at multiple locations around sewing ring. The reported stenosis was confirmed as secondary to calcification and host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm pericardial mitral valve was explanted after an implant duration of 10 years, 6 months, and 1 day due to severe stenosis. The valve was returned for evaluation.

Manufacturer narrative:
Edwards received additional information through follow up with the health care provider. Describe event or problem, relevant tests/lab data , other relevant history, and explant date were updated with additional information. Patient code was added and the device code was corrected.

Event description:
Edwards received additional information through follow up with the health care provider. Per medical records, the patient also underwent tricuspid repair with a 28mm annuloplasty ring due to moderate tricuspid regurgitation. The explanted 27mm pericardial mitral valve was replaced with a 29mm pericardial mitral valve. Transesophageal echocardiography showed no mitral regurgitation or paravalvular leaks and no tricuspid regurgitation. The patient tolerated the procedure well and was taken to the intensive care unit in good condition. The patient was taken back to the operating room for a mediastinal re-exploration for bleed later that day. The patient was discharged in good condition on post-operative day 12.